Event description:
It was reported that 3 ml bd¿ pre-filled normal saline syringe barrel was damaged. This was discovered before use. The following information was provided by the initial reporter: it's noticed that the barrel damaged during venting.

Manufacturer narrative:
Investigation: one sample and one photo was received for investigation. Physical sample has no packaging flow wrap. It has the plunger rod-rubber stopper, the tip cap, solution and the barrel label confirms the lot# 8265686. The barrel is damaged having the flange broke, separated from the barrel. One photo was provided showing the barrel damaged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause, based on the type of damaged is from a jam at the plunger rod labeler machine. The complaint has been confirmed. A potential root cause was identified. The sample was shown to the set ups of the production line to confirm where this type of damaged has occurred; the only area identified was the plunger rod labeler machine. Verification of the adjustment was done finding them all good.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd¿ pre-filled normal saline syringe barrel was damaged. This was discovered before use. The following information was provided by the initial reporter: it's noticed that the barrel damaged during venting.